Event description:
It was reported that during a laparoscopic gastric sleeve procedure the clips were not forming properly. Clips were scissored and pear shaped along the sleeve. The surgeon was using green and gold clips for this case. All known information was reported. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip jammed in jaws and in good visual condition; the jaws were properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 17 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.